Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2013, the pt was being treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. After a contralateral leg component was advanced outside of the sheath and deployed into the trunk-ipsilateral leg component, it was noted that the proximal olive had detached from the catheter. It was reported there was no noted resistance and nothing about the pt's anatomy that contributed to the event. The detached proximal olive was snared and removed from the pt. The procedure was concluded with no further issue, and the pt tolerated the procedure.